Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the doctors did not know where the infection was originating. Per patient, they gave them antibiotics at the hospital. Unsure of current infection status. The rep reached out to the patient yesterday but has not heard back. They have no further information at this time.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient went to the ER for pain/confusion and the equipment was removed so that the patient could have diagnostic testing. Rep spoke with pt on monday (B)(6) and pt stated they were discharged with antibiotics required. Per pt, the doctors could not figure out where the infection was coming from. Pt also stated that it was reported to them that the leads were intact and nothing abnormal was noticed. Rep reported they were notified on (B)(6) and notified the trial md as well, but were only able to speak to the pt on (B)(6) when they returned their coms. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va33nxt036); product type: 0215-screening device; implant date (B)(6) 2025; brand name surescan; product ID 977d260 (lot: va347e7019); product type: 0215-screening device; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.